Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. The sterile tip of the transfer set unscrewed from the hub. This occurred during use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one (1) actual sample was received for evaluation.the other one (1) actual sample was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body on both samples. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to an inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.